Manufacturer narrative:
Device passed displacement test and sleep current measurement. Device failed sleep current measurement, received pump error 75 during self test, received pump error 25, unexpected battery power loss and charge/battery lasts less than expected, problem isolated to internal lithium battery. No unexpected pump error 49, pump error 23 or pump error 68 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.